Event description:
Information received from the field notes that the patient was admitted to the hospital after multiple syncopal episodes, the most recent causing a fall. An ECG noted three episodes of ventricular non-capture. The patient's underlying rhythm was complete heart block with an escape rhythm of approximately 30 bpm. A software download resulted in appropriate capture. Follow-up will continue.